Manufacturer narrative:
The hill-rom technician replaced head end castes to resolve the issue.

Event description:
Information received indicated the left head brake caster would not hold when the brakes were set.